Event description:
From hospital: the patient underwent interventional embolization of an intracranial anterior communicating artery aneurysm under general anesthesia this afternoon. During the operation, when the aneurysm was embolized with a coil, the coil became pulled. An additional intracranial stent was fixed to the vessel wall. The patient recovered well after the operation and had no neurological dysfunction. From the enterprise: after receiving this report on (B)(6) 2026, the company immediately arranged for sales colleagues to go to the hospital to understand the situation and collect information and learned that the patient had been safely discharged.

Manufacturer narrative:
The company immediately understood the situation, collected data, and confirmed that the patient had been safely discharged. Regarding the filament pulling (untwisting) issue reported by the hospital in the incident, the company's internal investigation results are summarized as follows: 1. Check the production record of (B)(6) within the product company. The record of this product is normal, and the appearance of the product was 100% inspected during the production process. 2. No similar complaints or adverse events were found for the same batch of products. 3. Regarding the issue of unwinding of the spring coil, the company has conducted thorough research and taken measures during the r&d and production stages. Based on the analysis of the complaints received since the product was launched, it is found that the coil will only be pulled (uncoiled) when subjected to improper external force. For such situations, relevant usage training has been completed for agents and surgeons. Due to the special nature of neurointerventional surgery, it is currently impossible to completely avoid such problems. We will continue to pay attention to market feedback in the future. If more information can be collected, the incident will be reassessed.